Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions the customer received multiple "cartridge change error" messages during the load process. Contact stated that the cartridge had to be reloaded multiple times for the cartridge to be successfully loaded onto the pump. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy..

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.